Manufacturer narrative:
Concomitant medical products:ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. The lead exhibited short v-v and non-sustained ventricular tachycardia episodes. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.